Event description:
A minimum fill notification was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer initially attempted to reload the original cartridge, which did not resolve the issue. Technical support advised the customer on loading a new cartridge, which successfully resolved the problem, allowing the customer to resume insulin delivery.